Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6) hospital. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the blade on the vasoview 6 pro could not be moved using the device¿s slide button. The issue was identified prior to the procedure. The patient was in the or. A replacement device was opened to complete the procedure. No patient harm or procedural delay was reported.